Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with lumbar degeneration; and underwent posterior lumbar decompression and fusion. Intra-op, the alleged implant broke. The broken implant was then completely explanted with no broken fragments remaining inside the patient. The broken product was replaced with a new one, and the surgery was completed. No patient complications were reported.